Event description:
Customer reported that the insulin pump alarmed button error and the keypad is unresponsive. Blood glucose value is 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had intermittent buttons responds due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and cracked case at reservoir tube window corner.